Manufacturer narrative:
A spacelabs healthcare technical support specialist assisted the customer in troubleshooting the reported issue, where it was found that the xhibit central station was off the hospitals network. Spacelabs has requested the device logs be retrieved to further investigate the reported issue; however, at this time, the logs have not been received. Spacelabs healthcare will continue to investigate the reported issue and a supplemental report will be submitted in accordance with 21 cfr 803.56 when the additional information becomes available.

Event description:
The customer reported that their xhibit central station had powered off unexpectedly while in use. Once the system was powered back on, it was then reported that one of the telemetry patients was showing offline. There was no patient or user harm reported with this event.